Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing direction of flow label, which was observed during evaluation and is considered confirmed. The label was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device was found to be missing the direction of flow label. There was no patient involvement.